Manufacturer narrative:
The referenced device was returned to olympus for service. The evaluation could not confirm/duplicate the customer¿s reported problem. The video connector was found to have physical defects. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer reported ¿event if the code is connected the image does not appear¿ with the high-definition autoclavable camera head. The problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to g2 and h6 (investigation findings). Please see updates to g2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the reported event (loss of image) was unable to be duplicated. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information in b5 that was obtained from the customer.

Event description:
Additional information was received from the customer which noted, the event (loss of image) occurred during preparation for use of a therapeutic endoscopic sinus procedure. The procedure was completed using a similar device. There was no patient harm or consequence reported as a result of the event.